Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019 due to frequently charging. Therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is awaiting ipg replacement at a later time (exact reason unknown).